Manufacturer narrative:
Based on the initial report, it is unclear how the device was used in the reported event. Since the actual device lot number involved in the reported event is unk, all lots shipped to another country, within the initial build to the expiration date that might have been used were evaluated at skeletal kinetics. It was found that all functional testing procedures were followed and met the specifications.

Event description:
On 1/26/2007 it was reported to skeletal kinetics that callos was used in a kyphoplasty procedure in another country, to treat a patient presenting with a collapsed vertebrate. According to the initial report it appears the treated vertebrate was not fully stabilized resuling in a further collapse of the site and dislodgement of callos post treatment. As a result, the patient is currently being hospitalized for continual pain. Based on the initial report, review of x-rays and subsequent conversations with representative in another country, skeletal kinetics is unable to determine if callos may have contributed to or caused the reported event. Currently callos is not approved for use nor is it marketed for kyphoplasty in the united states.